Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n357064, implanted: (B)(6) 2013, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not used his stimulation for a while, thus when he turned it on 4 days prior, he felt stimulation stronger than normal going down the back of his leg and to the heel of his foot. He turned stimulation off and when he turned it back on again, stimulation was cutting in and out, depending on his body position. Patient normally had stimulation for his lower back. The patient did not have an appointment with his healthcare provider (hcp) until the (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.